Event description:
Countless (B)(6) citizens are being harmed by the required use of face masks in community and medical settings. The (B)(6) mask survey has been collecting evidence of the harms, and the results are compiled in the final report. The report is available at: (B)(6) since it is the FDA's eua which is allowing businesses and state officials to mandate the prolonged use of masks by people of all ages and abilities without evidence of their safety or effectiveness, the FDA should immediately revoke the eua now that it has evidence of harms. Feel free to contact me for more information: (B)(6). All types of pre-existing conditions are being exacerbated. Including people who are pregnant, current or former smokers, etc. Face masks are being mandated and people are being pressured to use them for prolonged periods with no consideration for their health conditions. This is in complete violation of osha standards. FDA safety report ID# (B)(4).